Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Technical operations performed retain testing with the reported lot and was able to reproduce the customer complaint. Exact root cause is undetermined.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving a false positive result on (B)(6)2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 28051b, reader sn (B)(6)). Three repeat cue covid-19 tests were performed on (B)(6)2023 and provided negative results. Customer also tested negative with a lucira home test and rapid antigen test on an unknown date. Customer did not have any symptoms or known exposure. Cartridges were stored within the validated temperature range. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00658 on (B)(6)2023. Please disregard MDR report nubmer 3016758165-2023-00658.